Event description:
A non-delivery of pain management therapy. The patient was receiving a continuous infusion of morphine at 0.6ml/hr. The patient called into the agency to report lack of pain control. The homecare nurse went to the patient's home to assess. The nurse reported that the pump appeared to be infusing, but the amount infused was not being recorded on the display. The pump was switched out with no further incidence. There was no reported patient harm or adverse patient effect. The reporter stated that the pump was tested at their facility. During testing, it was reported that the pump appeared to be delivering some fluids, but it was not recording the amount infused on the display. Although requested, no additional information was available.